Event description:
It was reported that the lead was exhibiting a rising pacing capture threshold, marginal sensing, and lowered impedance. It was also noted that the unipolar impedance was greater than the bipolar impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.